Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failure mode was found with "debris under cover glass and minor scratches in distal end, minor dents on funnel cup and found broken lens in optical system". The most probable cause is not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the telescope exhibited debris under cover glass and minor scratches in distal end, minor dents on funnel cup and found broken lens in optical system. There was no patient involvement.